Manufacturer narrative:
There is an issue internal where the adapter locks in. We are not able to use this handle anymore. Also the plastic handle has broken. Investigation of the returned product identified that the handle was broken and that the adapter showed signs of damage, possibly as a result of attempting to remove the instrument from the implant. Previous complaints have identified that the adapter can become stuck to the implant. In an attempt to solve the issue of the cup sticking to the adaptor the testing of prototype designs created under eco-349186 took place, and research and development report l740 was created. The testing showed that the prototype designs reduced the frequency of locking between the cup and adaptor during testing, but did not eliminate the fundamental cause of sticking. Other designs of introducers have the same issue of sticking. The conclusion was that there is no design improvements suggested that would definitely reduce the risks associated with these complaints without potentially increasing / adding other risks. The complaint was found to be justified. The root cause was attributed to design the product will be retained in a secure storage area in (B)(4). No corrective action is required. Post market surveillance is per sep-419.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
There is an issue internal where the adapter locks in. We are not able to use this handle anymore. Also the plastic handle has broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.